Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. After viewing the tip under magnification, we found the opening of the dome tip appears jagged. A small section of the dome tip is protruding from one side. The jagged area is located at the distal end of the dome tip. No section of the tip is missing. Because the sphincterotome tip is inspected prior to distribution, the cracked/jagged area may have occurred during product usage and/or handling. The cutting wire is intact and does not exhibit evidence of a cautery application. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter tip can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Damage to the catheter tip can also occur if the pre-curved stylet is forcefully removed. The instructions for use instruct the user to remove the device from the packaging and carefully remove the pre-curved stylet from the cannulating tip. Careful removal of the pre-curved stylet will aid in device preservation. If the handle is manipulated with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip, this could contribute to damage of the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection includes inspecting the tip for splits. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a d.a.s.h. Dometip double lumen sphincterotome. Difficulty with cannulation was experienced because the tip was reportedly bent. Another dash sphincterotome was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According ot the initial reporter, the patient did not experience any adverse effects due to this occurrence.